Event description:
A report was received that the patient was experiencing significant pain around the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the completely depleted ipg was charged to 3.98 volt in one cycle. The battery depletion and sleep current were within the expected range, 7.87 mv and 85 ua respectively. There was no excessive battery depletion when the device was turned off. When the patient program was activated the battery depletion rate ranged between 40.1 and 125.2 mv per day. The source of the pocket pain could not be determined. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised.

Event description:
A report was received that the patient was experiencing significant pain around the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing significant pain around the ipg site. The patient will undergo an ipg replacement procedure.